Event description:
The customer received questionable total bilirubin results for approximately 20 patient samples where the initial result was 3-4 mg/dl and the repeat result was around 0.2 mg/dl. Of the data provided for three patient samples, only the results for two samples were discrepant. Sample 1 initial result was 4.1 mg/dl and the repeat result on another cobas c501 analyzer was <0.2 mg/dl. Sample 2 initial result was 3.3 mg/dl and the repeat result on another cobas c501 analyzer was 0.2 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The total bilirubin reagent lot number was 60289301 with an expiration date of 02/29/2016. Based on the review of the calibration, qc and reagent pack data, it was suspected that the reagent pack in question may have been loaded as a "stand by pack" and had not been calibrated. The reagent was using the lot calibration from the previous reagent pack that had failing qc. The customer recalibrated the assay and performed a patient comparison. The customer stated the comparison test was "perfect" and felt the issue was resolved. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on review of the reaction curves of the affected samples, it was suspected the unit of measure for the assay had been changed between the initial and repeat testing of the samples. Upon follow up with the customer, it was discovered the customer had initially set up and calibrated the assay in umol/l. They then changed the units to mg/dl.